Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 480 mg/dl at the time of incident. Customer stated that the insulin pump buttons were sticking and the menu was scrolling after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of over 600 mg/dl at the time of call and will treat with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and moisture damaged at motor. Unable to verify keypad unresponsive or button error alarm due to blank display.